Event description:
Reportedly, between the 3rd and the 6th of november, several episodes of vt and vf not treated by the ICD.

Manufacturer narrative:
The review of provided data from (b)(3) 2023 highlighted: - one shock delivered from the eps screen on (b)(3) at 04:48 - no automatic shock delivery. All arrhythmias treated by atp presented post atp with: - rate in the slow rhythm zone, shocks couldn¿t be delivered as per spec. - rate in the vt zone and shocks are not programmed in the vt zone, shocks couldn¿t be delivered as per spec. - rate in the vf zone (1 episode) and the rate decreased in the vt zone before the end of the charge. To deliver shocks automatically the device would have needed: - rhythm faster than 200 bpm for 6 cycles of primary analysis + 6 cycles of confirmation + charge time - no slow rhythm back to the vt zone or slow rhythm zone before the end of the charge. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.